Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient was feeling sick and the mother took a bg reading which was 585 mg/dl while the dexcom reading was around 300 mg/dl. The patient's parent then injected 10 units of insulin and by 5:30 the bg reading was "high" and the mother approximated it at 600 mg/dl while the cgm dexcom reading was still showing around 300 mg/dl. The parent pointed out she did not know if the pump was working because she saw the patient´s readings continue to increase so her assumption was that the pump was not delivering insulin and that was why she manually injected the 10 units of insulin. With the exact value being unknown or parent could not remember. At 6:30, the patient's parent took the patient to the hospital where he was admitted and diagnosed with dka. The parent could not remember cgm or bg readings taken at hospital. The patient´s high alert is set for 310 mg/dl, this means they did not receive an alert indicating their glucose was high. At the time of the report the patient was still at the hospital but feeling good. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.